Manufacturer narrative:
Event site telephone: (B)(6). Event site state: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) an error message "loop leakage" during use. After the problem was found, the customer promptly replaced the spare machine, and no casualties were reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, e1(initial reporter, event site email), g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e3. A getinge field service engineer (fse) conducted on-site balloon connection test, no faults found. Performed inspection and testing. Safety valve data is abnormal, but other data are normal and meet factory requirements. Fse recommend that the customer to replace the safety disk and provide a quote. The customer currently has extra equipment that can be used and will not be repaired for the time being. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.